Event description:
The info provided to sjm indicated a 6f engage introducer was selected for use during an electrophysiology procedure. At the conclusion, the sheath was withdrawn but resistance was encountered and it broke near the hub. Approx 1.5 centimeters were left in the pt's femoral vein. An add'l puncture was made in an attempt to retrieve the sheath with a snare. This was complicated by the anatomy of the pt. The sheath was removed by cutting down to the vein from the abdomen as the sheath had migrated superior to its original position. Balloon thrombectomy was performed to ensure proper flow and repair the vein. Clots from the broken sheath lead to deep vein thrombosis requiring one add'l month of anti-coagulation.